Event description:
It was reported that during a brevera breast biopsy procedure on (B)(6) 2025, the pre-procedure qc of the brevera needle was completed successfully; however, once the procedure started, the provider attempted to collect 4-5 samples with no specimen seen in the trays. It is reported that the needle was removed from the patient's breast and replaced with a new needle at which time the procedure was completed successfully; however, a second incision was required on the patient's breast. No further information is currently available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.